Event description:
No surgery has been scheduled at this time. If surgery occurs, a supplement will be submitted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Per the additional information received, the patient's ipg is operable. Hence, this event does not meet the reportability criteria.

Event description:
Additional information received indicates that the ipg is operable and providing stimulation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the charger was unable to communicate with the patient's implantable pulse generator (ipg). Patient later lost stimulation and the ipg was found to be inoperable. Surgical intervention may take place at a later date to address the issue.